Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign objects inside the light guide lens and foreign material in the adhesive around the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information was added to the following fields: d8, e1, e2, h3, and h6. Correction is being made to the previously submitted g3 - date received by manufacturer, which was not late. The correct date was september 18, 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material inside the light guide lens and foreign material on the adhesive around the light guide lens; however, the type of the material cannot be identified. Since foreign material was not on the external surface of the device, the material could not be removed by reprocessing. The presumable cause of the lg lens glue was peeled off due to physical stress by hitting/dropping the distal end and chemical stress by chemical solutions. As a result, humidity invaded the lg lens, which led to corrosion. Concerning the foreign material at the light guide lens glue, it was unknown if the reprocessing steps at the material residue point were deviated from the instruction manual. No physical damage to the device was confirmed where the foreign material remained. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.